Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms and intermittently low out-of-range pace impedance measurements less than 200 ohms. Rv noise with oversensing was also observed, however it was noted that there was no asystole and the patient's intrinsic rhythm was observed throughout. In addition, the patient had many stored pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) recommended full lead evaluation and shock vector breakdown. This rv lead remains in service. Our records indicate the crt-d was explanted and replaced due to normal battery depletion. It was noted that shock impedance measurement was 95 ohms and the rv pace impedance measurement was 239 ohms with the new device. Additional information received indicated that the proximal coil was removed from the shock vector. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms and intermittently low out-of-range pace impedance measurements less than 200 ohms. Rv noise with oversensing was also observed, however it was noted that there was no asystole and the patient's intrinsic rhythm was observed throughout. In addition, the patient had many stored pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) recommended full lead evaluation and shock vector breakdown. This rv lead remains in service. Our records indicate the crt-d was explanted and replaced due to normal battery depletion. It was noted that shock impedance measurement was 95 ohms and the rv pace impedance measurement was 239 ohms with the new device. Additional information received indicated that the proximal coil was removed from the shock vector. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to noise. It was noted that the observed noise was reproducible with isometrics. A computerized tomography (CT) confirmed rv lead damage near the subclavian vein. Additionally, right atrial (ra) lead noise was observed but not oversensed. The ra lead and cardiac resynchronization therapy defibrillator (crt-d) remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms and intermittently low out-of-range pace impedance measurements less than 200 ohms. Rv noise with oversensing was also observed, however it was noted that there was no asystole and the patient's intrinsic rhythm was observed throughout. In addition, the patient had many stored pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) recommended full lead evaluation and shock vector breakdown. This rv lead remains in service. Our records indicate the crt-d was explanted and replaced due to normal battery depletion. It was noted that shock impedance measurement was 95 ohms and the rv pace impedance measurement was 239 ohms with the new device. Additional information received indicated that the proximal coil was removed from the shock vector. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to noise. It was noted that the observed noise was reproducible with isometrics. A computerized tomography (CT) confirmed rv lead damage near the subclavian vein. Additionally, right atrial (ra) lead noise was observed but not oversensed. The ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to b5: the crt-d was previously explanted, and the event description was updated to remove the sentence indicating otherwise. Correction to d6 / device codes: coding corrected to include allegation of lead damage.